Event description:
It was reported to boston scientific corporation that an advantage mid-urethral sling was implanted ( age and weight of pt is not known) on a date that was not provided. The physician was unaware of any problem until the pt returned to his office with unspecified " complaints and symptoms". The physician attributed these complaints to a perforated bowel which occurred during the passing of the trocar during the original procedure. A surgical repair of the bowel was performed and the pt is reported to be recovering. Follow up provided non specific info stating that the pt has had prior surgeries and due to an "abnormal anatomy" the bowel was said to be in an abnormal position. Also, several attempts to obtain dates for the initial and follow up surgery and info regarding whether the advantage sling remains implanted have not been successful.

Manufacturer narrative:
The complaint indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.